Manufacturer narrative:
(B)(4). Other device used: catalog # 00111214001, palacos r bone cement lot # 68434213, manufactured by: heraeus medical. Catalog # 00111214001, palacos r bone cement, lot # 6822421, manufactured by: heraeus medical. This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00751.

Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
The device history records were reviewed and a deviation was found. This deviation would not affect the quality of this part. These devices are used for treatment. A review of the primary operative notes found that it was stated that the patella was found to be tracking nicely in the trochlear groove. A review of the revision operative notes found that there was a florid discolored follicular synovitis throughout the knee and that was reported to be due to cement breakdown in the tibial component. It was also reported that the tibial tray was easily removed and it had debonded from the cement mantle. Per the package insert loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known inherent risk of this procedure. A definitive root cause cannot be determined with the information provided..